Manufacturer narrative:
Device evaluated by MFR.: epic ous vas 6x100x120 was received for analysis. The device was received with the stent fully deployed from the delivery system. The deployed the stent was not returned for analysis. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified no kinks or damage to the outer sheath of the device. The inner sheath was found to be kinked at more than one location. No damage or issues were noted with the handle of the device. This concludes the product analysis.

Event description:
It was reported that stent difficult to position occurred. The 80% stenosed target lesion was located in a mildly tortuous and non-calcified left superficial femoral artery. There were few of the epic stents were not deployed properly with a significant 20-30% jump or migrated. Specifically, one stent a 6 x 100 x 120 epic stent was advanced for treatment which a jumped of 250% with faulty deployment. After starting to release from the catheter the stent missed the place of deployment. There was a drastic jump of the stent after it was deployed. The stent collapsed itself due to the stent was being pushed out rather than the sheath. The device was retracted as per the normal mechanism but remained inside the patient. The procedure was completed with a same diameter from a non-boston scientific device. There were no patient complications reported.

Event description:
Hold for ac 4/13 it was reported that stent difficult to position occurred. The 80% stenosed target lesion was located in a mildly tortuous and non-calcified left superficial femoral artery. There were few of the epic stents were not deployed properly with a significant 20-30% jump or migrated. Specifically, one stent a 6 x 100 x 120 epic stent was advanced for treatment which a jumped of 250% with faulty deployment. After starting to release from the catheter the stent missed the place of deployment. There was a drastic jump of the stent after it was deployed. The stent collapsed itself due to the stent was being pushed out rather than the sheath. The device was retracted as per the normal mechanism but remained inside the patient. The procedure was completed with a same diameter from a non-boston scientific device. There were no patient complications reported.